Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device was received with a cracked case (battery tube), and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and label was worn off the back. Customer stated that button was not pressed for 3 minutes or longer. Customer stated that insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.